Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd sec set 20dp 30in w/hanger ll were clogged. The following information was provided by the initial reporter: nursing is stating that the secondary sets are causing issues with med infusions. The filter isn¿t allowing for proper infusion of a secondary when administering with a glass bottle (a few meds come in bottles).

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "secondary sets are causing issues with med infusions. The filter isn¿t allowing for proper infusion." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 22079234 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 200 bd sec set 20dp 30in w/hanger ll were clogged. The following information was provided by the initial reporter: nursing is stating that the secondary sets are causing issues with med infusions. The filter isn¿t allowing for proper infusion of a secondary when administering with a glass bottle (a few meds come in bottles).